Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges noticing a brown scorch mark on the meter and rom pack while removing an old rom pack. The rom pack also felt hot to touch.